Manufacturer narrative:
Other = device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
A va ventilator was returned to the manufacturer for service. Ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue.